Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-oct-2015, an fse visited the customer to address the reported event. During servicing, the fse ran controls and found that 1 out of 2 had low area. The fse verified that there were no tubing or syringes leaking and replaced the sample needle. When the fse re-ran controls, the sample still had low area. The fse then replaced the rotor seal, stator face, and sample loop. The tubing was clean out between the rotor and the injector valve. They re-ran the controls all with good area results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clogged stator face.

Event description:
On (B)(6) 2015, a customer reported low total areas with controls and patient samples with their g8 analyzer. The customer did not have a spare sample needle for replacement. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.